Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting the is-1 leads into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
During a pacemaker system implant procedure, the terminal ends of the right atrial (ra) and right ventricular (rv) leads were difficult to insert into this pacemaker device header. It was noted that the physician had to use force to get the lead terminal ends placed all the way across the device header connector block. The leads were ultimately able to be inserted into the device header as required and the procedure was completed successfully prior to pocket closure. No adverse patient effects were reported.